Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via a business partner reported on (B)(6) 2017, the physician noted the events were not related to itb (intrathecal baclofen therapy). The patient weight was unknown. No additional information was provided. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient presented at the hospital with symptoms and that the hcp believed the pump was malfunctioning. The patient was experiencing body aches, increased stiffness, and trouble talking as of (B)(6) 2017. The hcp wanted the pump interrogated. It was indicated that the pump was not alarming and that the patient was not due for a refill. It was also noted that the patient was being given oral baclofen. The hcp did not want the emergency procedure card sent out when offered.